Manufacturer narrative:
The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the customer who indicated that they had completed a following case without any issues. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, universal surgical manipulator (usm) 4 was drifting. The customer was not able to provide any additional details related to the event. The procedure was completed with no reported injury.